Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that cause of the out of range impedances was unknown. The onset date was noted as (B)(6) 2016. During procedure impedances were checked and electrodes 9, 10, 11, 13, and 15 were out of range. The device was interrogated and reprogrammed and the event resolved on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are : product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the site indicated that not all impedances were in range when checked. Actions taken as a result of the event were unknown. Relevant medical history included: non-malignant pain.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the out of range impedances were found during the implantation procedure. It was also stated that the diagnostics included device interrogation. The patient was reprogrammed on (B)(6) 2016 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.